Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired. The cause of death was not provided. There were no reported device issues or malfunctions. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions:; a specific cause for the reported patient outcome could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(4), could not be conclusively established. (B)(4) has not be received to this date. There is no product available for testing. The heartmate ii lvas IFU, lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.